Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor's electrode stayed in her body. The customer's blood glucose was 170 mg/dl at the time of incident. The customer also stated that she went to the emergency when the electrode withdraw in the sensor part and cannot find it. The customer stated that she lost the sensor. The customer also stated that the sheathing would not come out with electrode. The customer was using an old sof-sensors which did have sheathing around the electrode and an enlite sensor. The sensor will not be returned for analysis.